Event description:
It was reported that during a lithotripsy procedure, the fiber fractured at about 3 cm, and fell into the renal pelvis of the patient. The physician used forceps to remove the broken piece. The procedure was completed with another fiber without patient complications.

Event description:
It was reported that, during a lithotripsy procedure, the fiber fractured at about 3 cm, and fell into the renal pelvis of the patient. The physician used forceps to remove the broken piece. The procedure was completed with another fiber without patient complications.